Event description:
Reporter indicated that pt's device was programmed to off due to vomiting and subsequent 7 pound weight loss. It was reported that the pt's device was programmed on nine days post-implant at 0.25ma normal mode output current, 30 seconds on time and 5 minutes off time. The pt reportedly experienced "some coughing" at that time. Six days later, the normal mode output current setting was incrased to 0.50ma, at which time the pt was coughing a lot with some general problems swallowing. Two days later, the normal mode output current was decreased back to 0.25ma with on time reduced to 7 seconds and off time reduced to 1.8 minutes. At that time, it was reported that the pt had been vomiting and had subsequently lost 7 pounds. Seventeen days later it was reported that the pt's condition had improved; however, two days later the pt's device was programmed to off as the pt reportedly continued to vomit. At follow-up visit two weeks later, the pt's symptoms had improved in the absence of the vns therapy. Treating neurologist plans to wean the pt off of lamictal and replace it with zonegran.